Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd microlance¿ 3 needles contained two different sized needles. The following information was provided by the initial reporter, translated from (B)(6): "a covid vaccination center tells us that in a box of bd microlance ref (B)(4) lot 210321 needles, they found 2 different sizes of needles, yet packaged in the same packaging... Needles with orange base but 25 mm or 16 mm long for the same reference (B)(4). A priori this only happened on 1 box in this vaccination center."

Event description:
It was reported that the box of bd microlance¿ 3 needles contained two different sized needles. The following information was provided by the initial reporter, translated from french: "a covid vaccination center tells us that in a box of bd microlance ref 300400 lot 210321 needles, they found 2 different sizes of needles, yet packaged in the same packaging... Needles with orange base but 25 mm or 16 mm long for the same reference 300 400. A priori this only happened on 1 box in this vaccination center."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-feb-2022. H.6. Investigation: a device history record review was completed for provided material number 300400 and lot number 210321. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples and physical samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a needle with a shorter cannula than expected was observed. Twenty-four unpackaged needles were received and measured, corresponding to g25x 5/8. One packaged needle was provided as well and was in accordance with the package details of g25x1. Based on the returned physical samples, no packaged needle in g25x1 packaging with a g25x5/8 measurement was found. Based on the investigation results, an exact manufacturing cause could not be confirmed for the reported incident. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the box of bd microlance¿ 3 needles contained two different sized needles. The following information was provided by the initial reporter, translated from french: "a covid vaccination center tells us that in a box of bd microlance ref (B)(4) lot 210321 needles, they found 2 different sizes of needles, yet packaged in the same packaging... Needles with orange base but 25 mm or 16 mm long for the same reference (B)(4). A priori this only happened on 1 box in this vaccination center."